Event description:
Radiologist was struggling with the spring of the achieve after she had taken the biopsy and caught the arm of a radiographer who was standing by - hence a needle stick injury occurred from a used biopsy needle.

Manufacturer narrative:
No samples were received for evaluation; therefore, we are unable to determine the exact cause for the issue you have reported. However, several corrective actions have been implemented in regards to product enhancements. Our r&d team has recently implemented significant design modifications, the effectiveness of which has been confirmed through design validation testing. This testing included force comparisons (less force is now required to charge the achieve) and also verified that important performance characteristics such as sample retrieval and firing characteristics remain the same and optimal (no negative side-effects with these improvements). These changes have been reviewed, tested and approved and have already begun phasing into production. No issues were identified while performing the device history record review.